Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture and impedance that had risen to high range. It was also reported the lv lead had dislodged. A replacement procedure is planned. No patient complications have been reported as a result of this event.